Manufacturer narrative:
The pt was admitted to a local hosp where he spent many days recovering from swelling that extended from his nasolabial folds into his chest. He required intubation for a short period of time due to airway concerns. Dr. (B)(6) irrigated and debrided out all of the foreign substance he could. The pt tolerated this quite well and began feeling better the next day.

Event description:
Dr. (B)(6) reported that he injected 0.7 ml in each nasolabial fold of a long term pt on (B)(6) 2010. Three days after the injection, the pt's face became red and puffy.